Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 6, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and change of sound perceptions. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.